Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge jumped from 25% to 100% after being connected to a power source. The battery gauge later dropped back down to 25% after being disconnected from the power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged with a different wall adapter. The customer's blood glucose level was 98 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.